Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative clarified on (B)(6) 2019 that the cause of the lack of relief was not known. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead .product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's stimulator was not giving her relief and patient was tired of recharging and that she wanted it removed. The patient's hcp removed both leads and ins and replaced with a pump and catheter. Issue has been resolved. No further complications were reported/anticipated.